Manufacturer narrative:
The excor blood pump, s/n, (B)(6) on the patient was in use from (B)(6) 2023 until the time of the incident on (B)(6) 2023 (18 days). We have reviewed the production records of the excor blood pump, s/n (B)(6), this pump was produced according to our specification.

Event description:
Berlin heart was informed by the clinic that a patient had hemolysis since (B)(6) 2023. No upper normal limit for ldh level was provided. Pfhgb levels were not available at the time of contact. The patient continues to have hemolysis after changing the pump on (B)(6)2023. The new lab values were still not provided.

Manufacturer narrative:
Data corrected in section d to match device information in gudid per the FDA letter dated 5/20/2024. D1 changed the brand name to match gudid. D2a changed the common device name to match gudid. D4 UDI changed, to include complete UDI number (B)(4).